Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. In this case, the patient's anatomical information was not provided; however, based on the reported information that stent dislodgement occurred with two promus stents from different manufacturing lot numbers, it is possible that the patient's anatomy and/or lesion morphology may have contributed to the reported dislodgements. Overall, a conclusive cause for the stent dislodgements could not be determined; however, there is no indication to suggest a product related quality deficiency. The first promus (part 1009539-15b, lot 9071641), has been filed under MFR#2024168-2010-00052.

Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in an unintended site. Device issue: stent dislodgment. It was reported that the procedure was to treat a lesion in the cx. The 2.5 x 15 promus stent dislodged in the cx and was retrieved with a snare. The 2.5 x 18 promus stent dislodged in the cx and was crushed against the vessel wall with a 4.0 x 20 promus stent. A 3.0 x 23 promus stent was successfully implanted in the target lesion. There were no patient complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because another MFR distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.